Event description:
It was reported patient needed a cortisone injection approximately 1-year post implantation for trochanteric bursitis. No additional information on the reported is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010262, g7 osseoti multihole 48mm, c- 6882082. 30123203, g7 vit e high wall lnr 32mm, c- 65056192. 00877503201, bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, 3043613. 00625006520, bone scr 6.5x20 self-tap, j6864840. 00625006535, bone scr 6.5x35 self-tap, j6950812. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for short duration to years. Bursitis cause can be unknown, but some common conditions that can lead to bursitis, not all inclusive; autoimmune disorders such as rheumatoid arthritis, infection, arthritis, trauma, diabetes, thyroid disease, joint surgery or joint implants, along with different medications. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Bursitis is more common in women, middle aged adults and the elderly. This can impact the patients¿ ability to use the joint to their full potential. Patient can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for bursitis can consist of, otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, arthroscopy of the joint, rest, ice, elevating the affected joint and steroid injections. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.